Event description:
It was reported that the asymptomatic patient presented to the ER for receiving inappropriate therapy. Post sensed t wave oversensing was noted on the device. Programming changes were recommended.

Manufacturer narrative:
No medwatch form was received.